Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had an infected pocket and the clinician planned to move the stimulator to the other side of the body. The revision was planned for the following day. It was unknown when the infection started. It was further reported that the plan was to actually implant a new battery on the other side of the body the following week. It was discussed that there was no accessory specifically designed for capping a lead if it needs to be covered during the one week they would not be attached to the stimulator. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was an explant of the implantable neurostimulator (ins) due to the incision never healing. It was reported that the patient had problems about 4-5 months after implant. Just the battery was taken out for 4-5 months because there was a problem with a hole that developed at the implantable neurostimulator (ins) location and was draining. They waited for it to heal and then put in a new one.

Event description:
It was further reported that the infection cleared. The patient was implanted with another stimulator and was doing well.